Event description:
It was reported that a patient was implanted on an unknown date in 2002 with a 12-hole condylar plate. On an unknown date, the patient experienced a malunion and a bent plate. The surgeon determined that a corrective osteotomy to the distal femur was needed. The corrective osteotomy was performed on (B)(6) 2013. The bent plate and 12 unknown screws were removed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was implanted on an unknown date in 2002. A device history review was performed. There were no mrr¿s, ncr¿s, or other complaint related issues associated with this complaint. The investigation could not completed; no conclusion could be drawn, as no product was received.